Event description:
It was reported that when the patient went in to have trial leads removed, one of the leads came out without resistance, but the other was met with resistance. The doctor pulled and the lead separated, leaving 3 electrodes in the patient's back. The physician tried to remove them, but it was too deep. The patient was brought into surgery to have the three electrodes removed. It looked like there was a tiny piece of io band (the film used to drape over the patient at time of surgery) on one of the electrodes, or it could very well be a piece of tissue. There was no known adverse event, the patient was doing fine.

Manufacturer narrative:
The leads were returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.